Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 18-jul-2019 with the following findings: review of the black box and pump histories revealed the pump remained in use until (B)(6)2015. Due to unresponsive keypad buttons caused by contamination under the button contacts, testing for the alleged complaint could not be completed. Unrelated to the original complaint, the display screen was noted to be dim/discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the "pump and meter were not functioning. There was no indication that the device caused or contributed to an adverse event. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an ¿unspecified¿ pump malfunction.